Event description:
It was reported that an ilet pump was dropped, resulting in a cracked screen and a nonfunctional touchscreen that prevented use, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, and device return. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included collection of event details, verification of device information, and arrangement for device return with shipping label. Investigation of this case revealed physical damage to the display and touchscreen due to accidental drop, consistent with mechanical impact to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.